Manufacturer narrative:
Pump received with all buttons functioning properly, however, found corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer noticed error after pump was on his back during a race. Customer does not recall any significant events leading to the error. Troubleshooting was done for button error. Customer's blood glucose was 62 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.